Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the physician. This case involves a patient (demographics not provided) whose abdominal cavity could not be assessed due to severe adhesions in the exact locations where he placed seprafilm whilst receiving treatment with seprafilm. No medical history, past drugs, concomitant medication and concurrent condition was reported. On an unknown date in 2012, the patient received treatment with seprafilm, once (dose, route, form, batch/lot number, and expiration date: not provided). It was reported that patient received seprafilm to prevent adhesion between the omentum and intestines and between the omentum and abdominal wall. A full sheet of seprafilm was placed over the small intestine, then covered with omentum and then another sheet of seprafilm was placed on top of the omentum and the incision was closed over it. The patient recovered well, without any signs of infection of allergic reaction. On an unspecified date, after unknown latency, when the physician tried to perform a repeat surgery, he could not access the abdominal cavity due to severe adhesions in the exact locations where he placed seprafilm. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: important medical event. A pharmaceutical technical complaint was initiated with results pending for the same.